Manufacturer narrative:
The customer¿s reported complaint of the pcus not turning on was confirmed through testing, during the investigation of six systems. An internal inspection of the source devices identified fluid ingress and crack(s) with the use of a cad digital microscope. Enhanced magnification showed the damage on the bottom section of the flex cables where it enters the case. Observed damage appeared to have produced an open trace on the circuit, associated to pin 20 on the cable connectors. Test results, utilizing a schematic drawing, a switch diagram and a cad digital multimeter confirmed the failures isolated to the switches on s13 of the keypads. Affected switches were associated to the ¿system on¿ key where a lack of continuity was measured. Consequently, pcus would have not turned on when attempting to turn on the systems. The removal of the keypad layer showed fluid ingress entering the right side of the keypads on the lower right of the ¿system on¿ key. Further examination through magnification identified fluid ingress in the affected area of the flex cables. Fluid entry point into the front panel, appeared to be in the slot front case where the flex cable enters. Fluid is likely from a cleaning agent since similar evidence was observed on all returned devices and it is unlikely a spill would enter easily. Possible cause of the crack(s) is a chemical attack in an area of the cables that are under some stress due to a natural bend as the cables are routed to the logic board connections. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that during testing, the pc unit keypads had a higher failure rate than was expected. Biomed found some units did not power up or charge at all after the power cable and battery were replaced. In other units, after a new keypad and battery were replaced, some units had keys which did not work when pressed, charging did not occur, and the devices did not complete the task with asm. A corroded ribbon cable was identified on one of the units and device investigations were requested. There was no report of patient involvement.